Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). A review of the records related to this device that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation there is no indication of product malfunction. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that product was received already opened. Product was discarded at the hospital.